Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device. He traced the failure back to the shaft angle encoder. He replaced the part and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a centrifugal pump console speed control knob was broken and the pump speed could not be controlled during procedure. There was no report of patient injury.